Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#/serial# : (B)(4) , implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4) , ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they lost therapy effect and has had an x-ray confirming lead migration. The patient denies having had a fall or doing strenuous activity. Patient has claimed her trial (advanced evaluation) was far more effective than after the ipg was added. The patient tried different programs available to her. They also informed the dr she felt stimulation in her arms. A lateral x-ray of lead showing definite migration. A surgical intervention was planned for (B)(6) 2021.